Event description:
Pt stated they are still having 'complications' with their stimulator on and off for the last few months. Pt stated they were told they may need to go in and 'fix their back'. Agent asked about settings not available message; pt stated they have been seen 3-4 times for the situation and 'it' is starting to 'jerk' them. Pt stated even when sitting still, 'it' will jerk them. Pt stated they do not know if the therapy is on or off and they cannot tell if stim is on or off. Pt stated they do not know if the ins is working. Pt stated if they turn a certain way, 'it' will be on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that their healthcare provider (hcp) was able to determine the issue and the issue has been resolved.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that they have been in so much pain for the last few months and that they got settings not available. Patient added that they know when they have the device on and when they do the adjustment, they have it where they need to feel the pain and they don't try to mess with the different settings too much because they like it right there and it hits them and the pain. Patient also stated that if they turn their body a certain way and keep moving, it will start working again. Patient mentioned that they have been having a lot of problems with the stimulator since 2024 and especially with the settings. Patient noted that they went to see a medtronic rep to be reprogrammed but that did not make a difference because their settings go back to where it started and gives settings not available. Patient stated that they are not sure what is going on but they cannot adjust the intensity to increase or decrease; patient ad ded they have tried switching groups and still get the error message. Patient reported that after they were reprogrammed, when they got home from the appointment the error message popped up again. Patient mentioned they are not sleeping at night and have seen 2 reps within the last 3 months; patient saw a rep in december and then again a month or 2 before that. Patient mentioned they were last reprogrammed in december by a guy who's name they don't remember. Patient noted that they are aggravated and starting to wonder if they should have gotten the device. Agent reviewed the role of repand error message. Agent offered and sent an email to the field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported for a couple of weeks (confirmed september) they have been seeing settings not available, cannot provide the desired intensity settings when trying to increase intensity. Patient confirmed they have recently charged their implant. Patient mentioned they get more relief from different groups and agent reviewed switching therapy groups. Agent reviewed meaning of message and role of rep and the patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the settings not available message was due to contacts 2, 4, 8, 11,12 and 15 showing readings of > 40,0000. They noted that the action/intervention taken to resolve this issue was to reprogrammed to avoid those contacts. This had resolved the issue.